Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the upper or mid back at incision site which described as throbbing with sharp shooting pain. The patient underwent a revision procedure where in the anchor was resutured and buried deeper. The patient was doing well postoperatively.